Event description:
It was reported that the ipg and ventricular lead were replaced due to high thresholds and intermittent loss of capture. The lead was capped. It was also reported that 'no clear issue was found with either ipg or lead'. No patient complications have been reported as a result of this event.